Manufacturer narrative:
G4, h2 and h6: the device, used in treatment was not returned for evaluation. However a picture of the broken clamp is attached on the complaint and visual inspection from the picture confirms that the clamp is broken. The device was manufactured in 2014. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the same issue for the batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device. B5: description modification. H6: clinical, impact, medical device problem and component code update.

Event description:
It was reported that was while preparing the instrumentation on the back table before the case started the equator clamp broke. Patient not injured. Delay reported less or equal than 30 minutes. S+n back-up device used.

Event description:
It was reported that the equator clamp broke. Patient not injured. Delay reported less or equal than 30 minutes. S+n back-up device used.